Event description:
An ophthalmic surgeon reported that the screen went blank right after performing phacoemulsification during a cataract procedure. The screen had writing on it, but the system shut down before the message was read. The cassette was exchanged and the system was rebooted, however, the issue remained. The system was exchanged and the case was completed following a 10 min delay. There was no harm to the pt.

Manufacturer narrative:
The facility did not request service. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause cannot be determined conclusively. (B)(4).